Event description:
The patient reported uncomfortable stimulation. An advanced bionics representative met with the patient for reprogramming. Attempts to reprogram, the patient did not resolve the uncomfortable stimulation. The surgeon has decided to replace the implant with a new advanced bionics spinal cord stimulator.